Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a barbed suture was used. During the procedure, the suture pulled off the needle when suturing, resulting in the needle falling into the abdominal cavity. The surgeon removed the fallen needle and sutured again. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction): name of procedure? Did the patient¿s incision have to be re-opened in order to retrieve the needle? Was the re-suturing performed during the initial procedure? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in any way due to the needle falling into the patient? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the needle falling into the patient? Were there any adverse patient consequences? If yes, please provide details. What is the patient¿s current status?

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.